Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade "iii or IV".

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade "iii or IV". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, and an opening on the posterior side. A leak test and microscopic analysis were performed which identified a crease smooth opening, brown biological tissue and a void greater-than 1-mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade "iii or IV". Device has been explanted.